Manufacturer narrative:
A ge service representative performed an on site investigation. The 3v coin battery, gpos and rtos were evaluated and replaced. The cmos settings were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot. There is no report of death or serious injury associated with the event.